Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Action taken with dianeal therapy was not reported. The outcome and patient recovery status of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient was not hospitalized for the event. The patient was treated with an unspecified antibiotic (route, dose, and frequency not reported, duration not reported but discontinued at the time of this report). Dianeal therapy was ongoing. At the time of this report, the patient was not recovered from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.